Manufacturer narrative:
Postal code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and exchange from textured to smooth to due concern with the device.

Event description:
Healthcare professional reported right-side deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. The device has been explanted.